Event description:
The customer reported via phone call that she had a blood glucose level of 49 mg/dl earlier in the day of the call due to physical activity. The customer reported treating the low blood glucose level with glucose tabs. Blood glucose level at the time of the call was above 100 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.